Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 4.0x32mm promus element stent was opened and prepped for use stent damage was noted. Another 4.0x32mm promus element stent was used to complete the procedure.. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).